Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented to the clinic due to bradycardia. Interrogation showed their right ventricular (rv) lead was failing to capture and the lead impedance was high and out of range. The lead was additionally sensing noise and the physician suspected the lead was fractured. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.